Event description:
Pt is 53 yr old diabetic who was injured on the job on 02/02/1992 while working. She subsequently developed post-traumatic arthritis in her left knee as a result of this injury. She underwent high tibial osteotomy several yrs ago, which gave her approx 2-3 yrs of relief. She has now deteriorated radiographically and clinically. She was admitted for removal of the tibial osteotomy plate and a left total knee replacement.